Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (flashing display w/moisture) issue with moisture inside the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-dec-2018 with the following findings: during investigation, it was found that the display was partially legible and the display screen was damaged. When a test display screen was used, the display functioned normally. The pump leaked at the battery compartment but there was no evidence of moisture in the battery compartment. The pump was opened and there was no evidence of moisture found inside the pump.